Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon was used during a ureteroscopy procedure performed on (B)(6) 2013. According to the complainant during the inflation of the uromax ultra with the inflation pressure of approximately 10atms, the balloon burst and caused a hole in the ureter. No piece of the balloon was left inside the patient. Upon removal of the balloon the procedure was completed. A stent was placed in the ureter due to this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon was used during a ureteroscopy procedure performed on (B)(6) 2013. According to the complainant during the inflation of the uromax ultra with the inflation pressure of approximately 10atms, the balloon burst and caused a hole in the ureter. No piece of the balloon was left inside the patient. Upon removal of the balloon the procedure was completed. A stent was placed in the ureter due to this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A detailed device analysis was performed on the returned uromax ultra; the condition of the returned device was consistent with the complaint incident that a longitudinal tear was found in the balloon material. A device history record was performed and found that all devices shipped from the batch conformed to the preventive measures/current controls. Therefore, the most probable root cause of this complaint is operational context.